Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 85 mg/dl on the reported meter and a laboratory result of 55 mg/dl. No information was provided about the test strips or testing technique. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for meter-to-lab accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Test strip lot #: not provided.